Event description:
It was reported that patient underwent ankle repair procedure on (B)(6) 2008. Subsequently, radiographs taken on (B)(6) 2011, revealed that the ankle locking nail had fractured. No revision procedure has been completed to date. The surgeon stated that the patient was non-compliant for weight-bearing recommendations.

Manufacturer narrative:
Explanted date - device remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "bending or fracture of the implant".